Manufacturer narrative:
The returned test strip drum was empty -- unable to test. Retention data provided.

Event description:
Customer reported blood glucose results of 11 mg/dl and 140 mg/dl within 10 minutes on the compact system. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.